Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to be removed from the sheath after deflation. It was further reported that the balloon and the sheath was removed together as a one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 08/2024.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to be removed from the sheath after deflation. It was further reported that the balloon and the sheath was removed together as a one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter loaded into an unknown sheath was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional evaluation, the sheath was pulled proximally to remove the balloon but was unsuccessful. The distal end of the sheath was noted to be buckled. No further testing could be performed due to the condition of the sample. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the catheter was received loaded into an unknown sheath and attempts to remove it were unsuccessful. A definitive root cause for the alleged sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.